Manufacturer narrative:
Additional information: h3 and h6. The reported field event of battery performance alert (bpa) was verified in the lab. However, further investigation showed the bpa was a false positive. Prior to the event, the device had a reset, which cleared the device¿s usage data. The bpa algorithm uses device usage history data for calculations, and since that data got cleared after reset, a false bpa was triggered. This is normal and expected behavior when the data is cleared, and the device had been implanted for more than 7 years and 5 months. Interrogation of the device revealed the device was above eri when received. No other anomaly was detected.

Manufacturer narrative:
The device is included in the battery performance alert advisory issued by abbott on 28 august 2017.

Manufacturer narrative:
The device is included in the battery performance alert advisory issued by abbott on 28 august 2017. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted. Further information received from technical support indicates that the bpa alert was likely falsely sent due to the device being programmed out of bvvi the week prior. The patient was in stable condition.